Event description:
It was reported that this right ventricular (rv) lead was suspected to experience a conductor coil fracture leading to oversensed noise. Technical services (ts) was contacted, and upon review of the available information, pacing inhibition with a duration of approximately three seconds was noted; however, no asystole was observed. Furthermore, capture thresholds were reported to be increased. Additional information was received stating that this rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.